Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2000 and mesh was implanted into the patient concurrently with tah-bso, abdominosacral colpopexy, burch urethropexy, cystoscopy, culdoplasty. It was reported that following insertion, the patient experienced pain, infection, urinary problems, itching, and dyspareunia. It was reported that patient underwent mesh excision on (B)(6) 2001 by dr. (B)(6). No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/28/2021. Corrected information: physical manufacturer.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy and bilateral salpingo-oophorectomy. It was also reported that following insertion the patient experienced urinary retention, urgency, and frequency. No additional information was provided.